Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that a catheter issue occurred. The patient experienced increased spasticity. A dye study was attempted and they could not aspirate. A revision surgery was needed. Surgical intervention was planned but had not been scheduled. The issue was not resolved. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID 8703w, lot# serial# (B)(6), implanted: (B)(6)1998, product type catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 18-may-2000, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.